Event description:
An article titled "vagus nerve stimulation for pharmaco-resistant epilepsy: a long term study of 59 patients" was published and the abstract was reviewed, which included adverse events involving 2 vns patients. Those patients had theirs vns devices disabled due to local infection. No known surgical interventions have occurred to date. The manufacturer report # 1644487-2015-06031 involves the first patient. The manufacturer report # 1644487-2015-06032 involves the second patient.

Event description:
It was reported from the full article review that the patient's vns system was explanted due to infection.